Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Patient did not respond to multiple requests for more information. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information.

Event description:
(B)(6) complaint received. "Do not get a lap bad speaking from experience!!! I literally had 18 hours to live if it had nor been removed."